Event description:
Us complainant reported the patient was on impella 5.5 support and during support, there were suction alarms. Albumin was administered. Additionally, an infection was noted at the access site. The doctor intentionally left the vessel loops at the access site and this caused an infection. Antibiotics were administered. Impella support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of low pump flow and infection/sepsis has been completed. The impella device was not returned for evaluation. Low pump flow: data log reviewed, no motor current spike outside of p-level changes observed. No positioning issue observed. Many suctions occurred on the reported issue date. Less suctions observed a few days later until it solved at p4. Placement signal was trending low at the time of the suction event on 6/10. Purge spikes occurred. The cause of low pump flow issue most likely was patient condition related since suctions decreased after blood administrated and lowered p-level. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. D6b explant date added.